Manufacturer narrative:
Update fields - b5, e2, e3, e1 (initial reporter), g3, g6, h2, h6 (health effect ¿ clinical code ), h10. A follow up will be submitted once the new information received.

Event description:
It was reported that routine check, the cardiosave intra-aortic balloon pump (iabp) if plugged into outlet, batteries are still in use. There was no patient involved.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated verified problem, replaced power slot interface board. Issue still not resolved. Additional troubleshooting determined it was a bad power cord. Customer opted to replace the on there own. Confirmed with customer repair is complete and device is returned to use.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) if plugged into outlet, batteries are still in use. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) if plugged into outlet, batteries are still in use. There was no patient involved.